Event description:
It was reported while testing for sars cov-2 10 false positive results were obtained. Repeat tests were performed, but the results were not specified. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " according to the customer's information, false positives have been occurring frequently,"

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using bd sars cov-2 reagents for bd max¿ system (ref. 44500301) unknown lot # was performed by the verification of complaints history. Customer reported false positive results when using the bd max sars-cov-2 reagents. Despite several requests made to receive additional information from the customer, no information nor data was provided for the investigation. Without more details about the samples, instrument ID#, and kit lot number, bd was unable to further investigate the customer issue. There is an indication of an increase in complaints for discrepant results for bd sars cov-2 reagents for bd max¿ system products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 10 false positive results were obtained. Repeat tests were performed, but the results were not specified. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: "according to the customer's information, false positives have been occurring frequently."